Event description:
Emergency medical services crew was unable to obtain a 12 lead due to a malfunction of electrocardiogram monitor. Monitor would display the 3 lead electrocardiogram but not the 12 lead.